Event description:
The product was used during an appendectomy procedure. Reportedly, the clips did not form properly and the instrument jammed. The surgeon used another instrument. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.